Manufacturer narrative:
The reported event of longevity data anomalies was not confirmed. Analysis of the device image indicated a false elective-replacement was triggered in the field consistent with low battery voltage fluctuations occurring beyond the devices intended longevity. Increasing in current drain demands also noticed within the last year of implantation, which is consistent with the reported longevity anomaly where the battery capacity approaching eri, as indicated by the rising battery impedance measurements. At this stage, the capacity of the battery is significantly reduced and its voltage level is sensitive to variations in usage as well as temperature changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Automated features such as rate responsive pacing can also affect the battery longevity estimates, as the devices pacing rate will respond to the patient¿s needs. Analysis also indicated device went into backup operation mode post explant, resulting from cold temperature exposure. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality and the battery voltage was at elective-replacement level. The device was implanted for 10.38 years, which exceeded the 9.09 years projected longevity and is considered normal battery depletion.

Event description:
During follow-up, it was observed the device longevity was overestimated during the previous follow-up. The device has now reached normal eri and was explanted and replaced. The patient experienced no consequences.